Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. An interrogation could not be performed due to the device being close to end of life (eol). The patient was referred to contact their clinic regarding the red call doctor icon. It is planned to explant and replace the device in the near future. At this time, this device remains in service and there were no adverse patient effects reported.